Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). The patient condition had been good since the primary surgery (B)(6) 2017. As under-drainage was seen in the middle of (B)(6) 2018, the pressure value was adjusted down to 0cmh2o. However, the flow was not smooth and the blockage of abdominal catheter was confirmed by contrast agent. The leakage of contrast agent was also found. Additionally, a hole at the two locations blockage and hole in the catheter between valve and reservoir were found in the revision surgery, therefore, the catheter was removed. The reservoir worked properly.

Manufacturer narrative:
The catheter was received but the progav 2.0 shuntsystem was not sent. The visual investigation showed that only catheter material was submitted. In order to investigate whether there is a leakage or a blockage of the catheter, we flushed the catheter with liquid. The catheter was penetrable. It was not detected that the liquid leaked elsewhere. Based on our investigation results, we could not detect any failure with this product. No further actions are required.